Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a non-tortuous, mildly calcified lesion with 30% stenosis, in the mid circumflex (cx) artery. Negative prep was not performed. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion, and a stent strut fractured occurred. It was detailed that the left main ostium was engaged with a 3.5 guide catheter, and a non-medtronic (mdt) guidewire was used to cross the lesion and secured distally. The resolute onyx stent was trialed to cross the lesion but failed. The lesion was pre-dilated with a 2 x 15mm nc sprinter balloon. A non-mdt guidewire was used as a buddy wire technique but the resolute onyx still failed to cross. Further pre-dilation was done with a 2.5 x 20mm nc euphora balloon. Then using a non-mdt guide extension catheter for support, the resolute onyx was again attempted to cross but eventually failed. A non-mdt 2.5 x 24mm stent succeeded to cross the lesion and was well deployed. Post-dilation was performed with the 2.5 x 20mm nc euphora balloon. There was very good final results with timi iii distal flow. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the mid stent wraps with struts raised and inverted. No evidence of stent fracture. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image analysis: images confirm the presence of in-stent restenosis within a previously deployed stent in the lcx. There was also a previously deployed stent in the lad. Stent boost images appear to show that wire bias may have impacted on the failure to deliver the stent. The in-stent restenosis was diffuse through the previously deployed lcx stent and multiple pre-dilation balloon inflations were completed. The attempted delivery and withdrawal of a stent without deployment was not captured on the images. But based on the inflation provided from the account it can be confirmed that a guide extension catheter was introduced to support the successful delivery of the non-medtronic stent that was positioned distal to the previously deployed stent and was successfully deployed and post dilated. Additional information: the strut fracture was noted when crossing the in-stent restenosis. There is no complaint against the nc sprinter or the nc euphora devices used during the procedure. There is no complaint against any other medtronic device used. Initial reporter phone number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.